Event description:
Information received by medtronic indicated that the insulin pump alarmed battery failed alarm. Customer stated the battery cap was not loose, cracked or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer inserted new battery and received battery failed alarm. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
Customer complained on (B)(6) 2020 the pump alarmed failed battery test. Pump passed displacement test, self test, active current measurement and sleep current measurement. No failed battery test noted. Pump successfully downloaded to thus. Pump trace download analysis confirmed the pump alarmed pump error 25 on (B)(6) 2020 19:00:00.000 and failed battery test on (B)(6) 2020 11:10:16.000. The power management graph confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case (battery tube), pillowing keypad overlay, cracked retainer and serial number label missing. The p-cap/reservoir does lock properly. No failed battery test noted during test and confirmed the pump alarmed failed battery test on (B)(6) 2020 11:10:16.000. The pump trace download analysis confirmed the pump alarmed pump error 25 on (B)(6) 2020 19:00:00.000 due to connector resistance j6 /pcb 1. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.